Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported unintended movement (clip open¿during establishing final arm angle/efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 3. The transseptal puncture was high, 5.5cm. The clip delivery system (cds) (91019u222) was advanced to the mitral valve. After grasping the leaflets, the clip failed the final arm angle test twice. The clip was not implanted and was removed. Another clip (91106u183) was advanced, but the clip slipped too medial and got caught in chordae. Troubleshooting was performed and the clip was freed; however, a chordae rupture occurred. The clip was implanted, and mr reduced. To further reduce mr another clip was implanted, reducing mr to 1. No additional information was provided.